Manufacturer narrative:
H10: bench repair evaluated the device and determined in order to resolve the issue, the tubing kit is a required replacement. The device presented multiple issues, which are addressed in separate project records (pr). The repair for this unit cannot be conducted at this time due to a back order status of a part needed for correction. The pse determined the device required the replacement of a rp-flow sensor assy, air & o2, v60/v680 (pr (B)(4)) for an unrelated malfunction, which is currently backordered. While some parts are available, repair will not be completed until all parts are available. When all parts become available the repairs will be conducted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by bench repair reporting on the v60, indicating that while performing an evaluation and repair for another issue that has been noted on another case, it was observed that there was grime/contamination on the internal tubing. The bench ordered the tubing kit to repair the device. It was reported there was no patient involvement at the time the issue was discovered.